Event description:
The customer's wife reported a lost sensor alarm and weak signal alarm on the insulin pump. The customer's blood glucose reading was 263 mg/dl, and the customer was treated with the insulin pump. Customer confirmed the sensor's optimal calibration after completion of troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report number: 3004209178-2014-85002.